Manufacturer narrative:
Evaluation determined that a portion of the foot of the attachment was cut and missing. It was also noted that the foot was worn. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ the preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 35 months with no record of factory service during this period. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the foot of the attachment was cut. It was reported that there was no patient impact. On follow-up, it was confirmed that the event happened during a craniotomy procedure and was completed using a back-up device with no delay. It was also added that the patient had no further issues post-surgery.